Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The target lesion was located in the right coronary artery (rca). A 28x3.0mm ion stent delivery system (sds) was opened and it was noted that one of the struts was sticking straight up. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).